Manufacturer narrative:
The microsensor (826631) was returned for evaluation. Device history record (DHR) - the product code 826631 with lot 5107781 conformed to the specifications when released to stock. Failure analysis - the issue of the complaint was not confirmed. No visible damage to the millar sensor, catheter material, or connector. Icp express passed with reading 499. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. The root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause of the defect reported by the customer could be due to excessive pressure applied to product.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the microsensor (id826631) could not be detected by the "icp" monitor (id826635) during the pre-testing before it was implanted into the patient. The procedure was completed with a replacement product. No patient injury; no surgical delay.